Manufacturer narrative:
Concomitant medical devices: 693565 lead, implanted: (B)(6) 2008; 5076-52 lead, implanted: (B)(6) 2008.

Event description:
It was reported that during use of right ventricular (rv) lead t-wave oversensing (twos) was observed. The twos does not appear with left ventricular (lv) only or rv only pacing. It was also reported that steadily increasing thresholds for both rv and lv leads observed. Troubleshooting of sensing configurations was performed. The rv and lv remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.